Event description:
A report was received that the patient had difficulty charging due to ipg had flipped. No device malfunction was suspected. The patient underwent a pocket revision procedure and was doing well postoperatively.